Event description:
When the patient's stomach was transected with stapler on the lesser curvature to include the proximal esophagus, the stapler misfired. Therefore, the physician chose to close with a two layer closure of both chromic and interrupted silks in a "connell" type closure. After further evaluation of the stapler, it appeared to be bent, possibly in production. Stapler released to ethicon rep.